Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customers current blood glucose was 143 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer was not using insulin pump system within 48 hours of reported high blood glucose¿event as they ran out of supplies. Customer stated that the insulin pump was exposed to moisture. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.